Manufacturer narrative:
Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. The occlusion issue is not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, since two ablation catheters were used during the procedure, this event it being reported under both catheters used. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: short sheath 8 french. Full UDI # information unavailable since the lot number is unknown. (B)(4). Are related to the same incident.

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with two thermocool® smarttouch® sf bi-directional nav catheters and suffered a cardiac tamponade requiring pericardiocentesis. The thermocool smarttouch bi-directional sf catheter # 1 was not flushing properly and the port was occluded. Occlusion issue led to a high temperature. Generator stopped ablation when the temperature cut-off value was reached. Catheter was replaced with the thermocool smarttouch bi-directional sf catheter # 2 and the case resumed. During ablation with the thermocool smarttouch bi-directional sf catheter # 2, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition prior to leaving the electrophysiology lab. Patient remained in the hospital overnight. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. It was noted that it was unknown when the adverse event occurred during the procedure. Physician did not provide a causality opinion. No transseptal puncture was performed, as access was retrograde. Sheath was an 8 french short. Generator parameters included power control mode at 35 watts with temperature cut-off of 45°c. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the site of injury is unknown. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-400 seconds. Both catheters had been used in the patient¿s body prior to noticing the injury. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter.